Event description:
It was reported to philips that user was unable to obtain 12 lead. Attempted to troubleshoot ie: cycled on/off, replaced electrodes and connect/disconnect cables. Final investigation summary will be provided when the investigation is complete.

Manufacturer narrative:
Updated health impact grid.